Manufacturer narrative:
The technician found the side rail ucm cable was cut which shorted the logic board. The technician replaced the cable and logic board to repair the bed.

Event description:
Information received indicates the bed has no power.